Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. Blood glucose reading at the time was 370 mg/dl. Customer had treated the high blood glucose with the insulin pump and manual injection. The customer was unable to keep their blood glucose levels down and was hospitalized on (B)(6) 2014. The cause of the hospitalization was determined to be high blood glucose and dehydration. Customer was not wearing the insulin pump at the time of the hospitalization. Troubleshooting was performed and the insulin pump was found to be functioning properly. Nothing further reported.